Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient inserted a sensor and was receiving values prior to going to bed. The patient¿s husband woke because the patient was having a seizure and the continuous glucose monitor (cgm) displayed ¿calibration error¿. He tried to calibrate the cgm without success. The patient was given juice but could not swallow it. The patient¿s husband administered glucagon and called emergency medical services (ems). The cgm and bg values at the time of the event were not provided. At the time of contact, the patient was in stable condition. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be out of wedge low via data. No additional patient or event information is available.